Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2018-12227. It was reported the patient was involved in a motor vehicle accident, as a result the patient's scs system leads migrated. Consequently, surgical intervention was taken and one of the patient's leads was replaced. Effective stimulation therapy was reportedly restored postoperatively.